Manufacturer narrative:
E1 reporting institution address:(B)(6). Reporting institution phone #:(B)(6). No functional or diagnostic testing could be performed by the manufacturer as the device was not returned for evaluation. Additional information was requested; a response was received which indicated the blood oxygen module is faulty. The hospital found a third-party to repair the blood oxygen module; the equipment was restored to normal use. Based on the information available, the cause of the reported problem is a faulty blood oxygen module. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported on (B)(6) 2025, during the patient's use of this electrocardiogram monitor, the staff conducted a ward round and found that the machine indicated a low blood oxygen saturation level for the patient. After checking that the patient had no discomfort and adjusting the machine, the normal value still could not be displayed. No adverse event or patient harm was reported.